Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was an odor that occurred with the laser and they were unable to use the laser. The laser portion was done with an alternate machine.

Manufacturer narrative:
Corrected information is provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was able to replicate the reported event. The laser core module and the interface breakout printed circuit board (pcb) were replaced to resolve the issue. The system was then tested and met all product specifications. The laser core module was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample was installed into a calibrated system, where the reported event was not replicated. The laser module was found to function as intended on both ports with no system messages (sm) or issues displayed. No odor was detected during testing. The system was manufactured on may 6, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).